Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on the 3rd october 2010 and performed to specification, alongisde random manual power ons, up to the 8th june 2014. Mulitple manual power ups of ten minutes duration were recorded between the 9th june 2014 and the final history log entry on the 3rd september 2015. During this time the pad-pak became depleted. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.